Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. The device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia and thrombus was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added codes 925 and 4114 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had mottling on the right lower extremity. Angio revealed a thrombus and occlusiveness distal to the repo. Sheath. Patient was weaned and the impella was explanted. There was a notable thrombus exiting the artery at the same time as the impella explant. A 5 fr fogarty catheter-balloon was utilized obtaining additional residual thrombus.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿